Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this occurrence is forces imposed upon the device when tortuous anatomy was encountered in clinic. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a procedure for upper arm central venous access, the tip of the guidewire detached within the vessel. The detached tip was successfully retrieved out from the patient. No other patient injury was reported.